Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8256306. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system tubing was damaged and leaked. The following information was provided by the initial reporter: event date: (B)(6) 2019 the catheter was placed on (B)(6) 2019. It's noticed that the medicine sprayed out from the clamping position when unclamped. The catheter was replaced immediately.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system tubing was damaged and leaked. The following information was provided by the initial reporter: event date: (B)(6) 2019 the catheter was placed on (B)(6) 2019. It's noticed that the medicine sprayed out from the clamping position when unclamped. The catheter was replaced immediately.